Event description:
A customer was told by physician to get a new meter as the elite is not giving correct results. Customer did a blood glucose test and received a result of 74 mg/dl. Approximately 20 minutes later customer re-tested and received a result of 198 mg/dl. No food or medication was taken between readings. While on the phone a review of the system was attempted. The customer did not have the requisite supplies and an offer was extended to provide them to customer. The customer declined having these items provided to them. In addition, it was also learned that the customer was using excel off brand reagent. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was given the complaint reference number to facilitate follow-up at their convenience.